Event description:
The patient contacted lifescan in 08/2005 and alleged that their one touch basic original meter had missing segments on the display. Medical affairs specialist (mas) called and spoke with the patient the next day who provided additional information. The patient informed the mas that they started noticing the missing segments on the subject meter about a week ago. Patient was still "able to tell what the numbers were". Patient is on a set amount of nph insulin (18 units in the morning and 28 units in the evening). They are also on a sliding scale (patient did not provide3 the scale, however, mentioned that if blood glucose is >200mg/dl they take extra insulin.) Last sunday july 2005, they tested their blood glucose on the subject meter around 7:30pm. However they could only "see lines on the display and could not make out the result. They were feeling shaky and their feet tingling at the time of concern. Since they did not know what their blood glucose level was, they were not able to treat themselves. They went to the hospital, where the hospital meter result was 323 mg/dl. They were given a shot of insulin. The patient mentioned that had the subject meter given them a result they would have taken their sliding scale insulin at home and would not have to go to the hospital. It can be concluded that the product contributed to the injury since it delayed treatment (patient could have taken insulin at home if the meter had given them an actionable result.) Therefore this case is reported as an adverse event. A replacement meter was sent to the patient.